Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a button/keypad (abb tctl cng prior dmg w/moist) issue; under responsive audio bolus button with damage to the audio bolus button cover and moisture in the area of the audio bolus button and inside the battery compartment. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery. There is no indication the product caused on contributed to an adverse event.

Manufacturer narrative:
Correction: the serial number for the reported device has been updated. Serial (B)(4).